Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent a surgical procedure to repair a mandibular fracture using plating an rhbmp-2/acs. Approx a month post-op, the pt was readmitted to the hospital for an infection at a molar near the fracture site. The pt continues to have significant facial swelling 2.5 months post-op.